Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4) pathology.

Event description:
Patient had groin pain. Cup has no bony ingrowth. Cup liner and head revised.

Manufacturer narrative:
An event regarding pain involving an unknown trident shell was reported. A review by a clinical consultant confirmed shell loosening. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant noted: the revision indication was provided as pain and cup loosening. The cup loosening is confirmed on the available x-rays with radiolucent lines all around the cup shell and a loose cup is painful. As such is the event confirmed and the relationship of pain with cup loosening established. Congenital hip dislocation usually has more or less severe hip dysplasia as underlying problem, it is actually the most severe degree of hip dysplasia where the cup space is so small that the femoral head has moved out of the acetabulum in superior direction. Conclusions: a review by a clinical consultant concluded: cup loosening, possibly related to cup malposition but undetermined with the current information. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, additional x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient had groin pain. Cup has no bony ingrowth. Cup liner and head revised.